Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval experienced a constant unload from guide #2 alarm while a set is not loaded caused by the failed lower auxiliary flex. The lower auxiliary assembly was replaced.

Event description:
It was found during a baxter eval, that a pump has a constant unload set from guide #2 alarm when no set is loaded. There was no pt involvement.